Event description:
During a procedure, the balloon was unable to inflate.

Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional information has been requested and will be provided within thirty days of receipt. The product, represented is distributed outside the united states; however, it is similar to us distributed endovascular catheters.